Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. Review of manufacturing documents verified that the remobilizer instrument was made to specifications in (B)(4) 2009. It is also verified that this instrument had undergone 100 % functional tests prior to shipping. The additional evaluation revealed that the tip of the thread (external thread in the back area) is shorn off. As a result, the screwing connection in compliance with regulations is no longer guaranteed. Unfortunately, the root cause of the damage could not be entirely revealed. However, evidence leads to the assumption that the thread, during several years of use, was exposed to a too high mechanical load or had not been sufficiently oiled which eventually lead to the damage. The instrument was made to specifications; no product deficiency led to the damage.

Event description:
It was reported that the instrument was jammed up. This is report 1 of 1 for complaint (B)(4).